Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported every once in a while, for 'probably' about a month, their intensity settings turned up 'all the way' on their own; then would revert back down after a few minutes. Pt stated when the intensity increased, it would hurt. Agent asked patient if pt physically saw the intensity number on the controller when the issue would happen, but pt stated they hadn't had the controller with them when this happened. Pt confirmed that the jumps in intensity would usually occur when they were doing a lot of walking, when out and about somewhere like walmart or something. Pt denied any recent falls/trauma; but mentioned they had fallen into a wall, never fully to the ground. During the call, agent asked if pt had adaptive stim settings programmed and they were un sure; agent had pt use the 'check position' menu option, and pt confirmed that their position was displaying as lying down. Pt mentioned they thought they had two other groups to use, but upon changing group to c, their stimulation turned off or was set very low. Pt changed to group b and confirmed that there was the check position option in the menu again. Agent reviewed pt could use the other groups for the time being, to avoid those sudden jumps in intensity. Agent additionally informed pt they could manually change the settings for different positions. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue - agent reviewed they could set an appointment with medtronic reps to interrogate information about their implant; see when jumps happened and if those were caused by detection of a different position, etc. - agent also said reprogramming could be done to adjust other settings that may help. Pt mentioned this was the only issue they had encountered with therapy.